Event description:
It was reported that a polarsheath was used in polarx cryoablation procedure. During the procedure before ablation it was reported that the valve was broken and was unable to pull back effectively. No patent complications were reported.

Manufacturer narrative:
The device was not returned for analysis and the complaint as reported could not be confirmed. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.